Event description:
The MFR received info alleging a ventilator was alarming. There was no pt harm or injury reported.

Manufacturer narrative:
During the device eval at the MFR's service center, a failure related to the active exhalation valve was observed. The device's active exhalation control module was replaced to address the issue. There was no pt harm or injury reported. The ventilator was found to audibly and visually alarm as designed.